Manufacturer narrative:
Qn#(B)(4). The customer report of an unraveled arterial guide wire was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization device for evaluation. Signs of use were observed inside the returned device. The guide wire was returned fully advanced through the needle cannula. Visual inspection of the returned device revealed the guide wire was unraveled adjacent to the distal weld. The weld was observed to be full and spherical at the end of the coil wire. The separated core wire was observed to be tapered and discolored at the point of separation. No adhesive was noted anywhere on the guide wire or the needle cannula. Dimensional inspection could not be accurately performed due to the condition of the returned sample. Functional inspection was performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 3). When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." The guide wire handle was advanced and retracted. No resistance was observed within the guide wire handle track or between the guide wire and needle. However, the guide wire was not able to be fully retracted into the needle cannula due to the nature of the damage. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit, and attempt new puncture." A device history record review was performed with no relevant findings. Arrow guide wires of this size were designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy might present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage might occur if a force greater than the design specification was applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the "inner cannula of artery catheter stretched after introducing" during puncture of radial artery. No patient harm was reported. A new catheter was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the "inner cannula of artery catheter stretched after introducing" during puncture of radial artery. No patient harm was reported. A new catheter was used. The patient's condition is reported as fine.